Event description:
A discordant high immulite 2000 troponin assay result was obtained on a patient sample. The result was high and reported to the physician. Results did not match the clinical picture and the sample assay re-run resulted low positive. Customer obtain another patient sample with negative assay result. No indication of patient treatment was administered due to the reported initial result. Patient treatment was not altered and there was no report of adverse health consequences due to the high discordant troponin assay result.

Manufacturer narrative:
(B)(4). Analysis of instrument and instrument data did not indicate system error. No further evaluation of the device is required. The instrument is performing within specifications.